Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a temporary loss of connection between the dexcom g7 continuous glucose monitor and the ilet system, after approximately seven days of sensor wear, which spontaneously resolved during troubleshooting and did not affect blood glucose. Symptoms included no reported clinical effects. Outcomes included no change in therapy and no medical intervention. Investigation included customer education and basic troubleshooting regarding transient sensor communication issues. Investigation of this case revealed a transient communication disruption without reproducible malfunction, with the cgm regaining signal and the ilet remaining near the sensor throughout. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent signal interference or environmental factors.